Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va10qte, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient experienced pain at implantable neurostimulator (ins) and lead site. Patient stated she was rear ended on (B)(6) 2016 and ever since then ins and lead hurts. It was noted patient saw their healthcare provider (hcp) on the day of this call.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.